Manufacturer narrative:
On (B)(4) 2014, the customer identified the source of the leak. The leak was from tubing through pinch valve pv42. The customer replaced the tubing and the instrument ran without leaks. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment of gloves, eye protection, and a lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.